Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer changed charging supplies using non-tandem products, resolving the issue. Technical support agreed to send a replacement tandem wall adapter and charging cable, as the pump began charging, no further assistance was required.